Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va1k5n2, implanted: (B)(6) 2017, product type: lead. Product ID: 3755, lot# n765549, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was having a new full dbs system implanted today. The first issue that occurred was with the tunneling tool. The surgeon was unable to fully screw the tip all the way on, so they replaced with a new tunneling tool and had no issues fully attaching the tip. The second issue that occurred was when they tested the battery they found high impedances of over 40,000 for c<(>&<)>0, 0<(>&<)>1, 0 <(>&<)>2, and 0<(>&<)>3 on the left lead. They couldn't resolve the impedance issue so they used the testing cable to determine if the impedances were related to the lead itself. The surgeon explanted the original lead and replaced with a new lead, which resolved the impedance issue. It was noted the patient was put under anesthesia and experienced no issues related to this issue. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the lead (lot #: va1k5n2) revealed that the stim lead proximal end of conductor was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information. Device returned.